Event description:
The patient stated, that she experienced an elevated blood glucose level with a value of over 600 mg/dl (33.3 mmol/l), which was based on the fact that her blood glucose meter displayed "hi", when she measured her blood glucose. She reported dry mouth, feeling very thirsty, and that "she had to use the restroom more often" as symptoms of her elevated blood glucose. She reported her normal blood glucose readings to be 90-144 mg/dl (5-8 mmol/l). She stated that, she bolused a total of 36 units of insulin, but had not been able to decrease her blood glucose down to her normal range. Troubleshooting did not find any specific issues with the product. Therefore, the patient was advised to transition to her backup infusion device. A replacement infusion device was shipped to the patient and the product was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.